Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced prime/fill anomaly, and no delivery/occlusion alarm. The customer reported hyperglycemia treated with others. The event involved product(s) mmt-7811na, mmt-1780kpk, mmt-7020a, mmt-397a, mmt-332a. The customer reported being unable to exit the load reservoir process. The customer reported a past insulin flow blocked alarm. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-7811na. No product return is required for mmt-1780kpk. No product return is required for mmt-7020a. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump communicated and calibrated properly with test guardian link transmitter. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. No delivery alarms were found in history files on or near event date. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (batter tube), cracked case corner of belt clip rails, pillowing keypad overlay. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm is not confirmed. Cosmetic damage is confirmed at the battery compartment. No communication pump to transmitter is not confirmed. Prime anomaly is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.